Event description:
It was reported that while at school on december 21, 2004, the pt's speech processor fell to the floor. Since then the pt has been unable to hear with the device. The speech processor was checked and was functioning correctly. Further testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.